Manufacturer narrative:
G4:24feb2021; b4:01mar2021; h11:g5:k102985. H10: the biomedical engineer replaced the power supply to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; reported date: 14dec2020.

Event description:
The customer states the unit only runs on battery and not on ac. The customer contacted product support, and advised customer to try a different power management (pm) pcb (printed circuit board). The customer reported that the unit was not in use on a patient.